Event description:
While performing dental extractions, tip of the luxator elevator broke. It was noticed by the dentist immediately. X-rays were taken and the tip was identified and removed from the tooth socket of the extracted tooth. The instrument was discarded.